Manufacturer narrative:
(B)(4). Date sent: 10/01/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown; therefore, no DHR review can be performed.

Manufacturer narrative:
(B)(4). Batch # unk. As a lot was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: when was the linx device placed? In the original procedure, did they do anything with the crural? If yes, what was done in the original operation? Response: the device was implanted in 2016 about 2 years earlier. The surgeon removing the device did not do the primary surgery and I was not in the original case. I do not know if a "curoplasty" was done in the primary case at this time.

Event description:
It was reported that: ¿a linx device was removed because patient had a recurrent hiatal hernia, 'curoplasty' with gastropexy." There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information received: the device in question was not retained.